Event description:
Patient received three cypher stents, two in the left anterior descending and one in the circumflex. Five days later, the patient returned with chest pain. Angiograph revealed stent thrombosis.

Manufacturer narrative:
The products remain implanted in the patient and are not available for analysis. Additional information will be submitted within thirty days upon receipt.